Event description:
It was reported that one day post implant, the measurements for atrial, rv and lv pacing lead impedance were out of range. Impedance measurements were performed in clinic and were found to be normal. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.